Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used source: phone.

Event description:
Customer reporting what they feel are 3 potential false positive sars results. Customer states the first 2 tests did not have a distinct positive test line but were color shading in the test region but the 3rd test did have a positive test strip line. Customer states they were negative by other rapid antigen test and at home molecular method. Through interview with customer it was found they were using an expired test kit. Report 2 of 3.